Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with network. A technical support specialist dialed into the station and followed steps in knowledge article (ka) - retry - insert into purge.purgestatistics to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer (fse) found that the station had full height main drawer 5 not detected on the bus. The back panel was opened, and the pyxis bus modular controller board was found flashing an orange communication light. Cables were reseated and the device was rebooted, but the station was still not detected on the bus. The controller board was removed and replaced, and the station was rebooted. The drawer was then detected on the bus, and the customer tested the drawer inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.